Manufacturer narrative:
MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed inside the tubing of a clearlink continu-flo solution set. It was further described that "there was a worm or a bug or some kind of debris inside the tubing". This was identified prior to use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the unused sample was provided for evaluation. Visual inspection of the photograph was performed and particulate matter inside the tubing was identified. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.